Event description:
Olympus medical systems corp. (Omsc) was informed that during colon polypectomy, the doctor used a ligating loop and tried to cut it by the subject device. However, the loop could not be cut and the device wa stuck in the loop. A distributor borrowed a loop cutter from another facility and brought it to the hospital since the hospital didn't have a spare device. The doctor could cut the loop with the second loop cutter. There was no report regarding of this report.

Manufacturer narrative:
The subject device was not returned to omsc since it was discarded by the user facility. The exact cause of the user's report could not be conclusively determined. The doctor said that he attempted to cut the loop on the cross to the loop hanger of the device. He also said that he didn't use the device very often, so he was inexperienced in using it. Therefore, omsc assumes that the loop was not positioned correctly on the loop hanger and the loop got stuck in the loop hanger of the product. The device instruction manual has warned users that "do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. In this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope and cut the loop with a spare loop cutter." This report is being submitted as a medical device report in an abundance of caution.